Event description:
The consumer reported using the product for an unspecified, amount of time on his skin. When the patch was removed, the consumer described two burns with skin removal that were oozing and took four weeks to heal. The consumer's wife, who is a nurse, treated the area.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.